Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was hydrated for about 25 hours. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusion was noted. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8801 with lot ctjbbm, conformed to the specifications when released to stock in 11th september 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a (B)(6) female with sah on (B)(6) 2016. The initial pressure setting was 200mmh2o. Although the patient was steadily recovering after surgery, it was found through images that ventricular enlargement recurred and her condition was getting worse (speech disturbance). When the surgeon checked the device by contrast radiography, there was no problem with the ventricular side, but occlusion was suspected at the distal side of the valve or the distal catheter because of biological debris or blood. So the surgeon replaced the device with 82-3842 at 200mmh2o on (B)(6) 2016. The patient's condition is good after the revision. Per affiliate, proper product code is 823842.